Manufacturer narrative:
The insulin pump passed displacement test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarms noted. Unit received with minor scratches on display window. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery repeatedly. The blood glucose reading was 296 mg/dl. The customer stated that she experienced multiple no delivery alarms throughout the day, even after troubleshooting for the matter. She reported that this was the third time that she had called for the same issue and declined further troubleshooting for the repeating alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.